Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: pre-implant computed tomography (CT) imaging was provided. The full body scan was in a 2d format which does not allow for segmentation. There was also a non-contrast chest CT which revealed a sievers 1 bicuspid valve with a fusion between the right coronary cusp (rcc) and left coronary cusp (lcc). There was mild annular calcification seen below the lcc/ non-coronary cusp (ncc) commissure. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. Attempting to recapture and re-deploy the valve will not resolve the infold and must be recaptured, and new sterile components must be used. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was reported to have been loaded successfully, however the loading procedure is likely a contributing factor. A new valve and dcs should be used once withdrawn from the patient. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop23-29 (lot: 0011380869); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once. The valve load was confirmed visually, tactile and through fluoroscopy. A misload was not reported, however node overlapping was end at node 3 when it was checked under fluroscopy, however the load was used. A pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm z med ii balloon. Following the bav, when the valve was two-thirds deployed, it was reported that the valve was bulging at the inflow portion, so the valve was recaptured and redeployed. Upon redeployment, infolding was noted. It was reported that the infold was more evident after recapture. The valve was recaptured and redeployed a second time, but infolding remained. A thirdrecapture and redeployment was performed, but again, the infolding persisted. Subsequently, a new valve and a new delivery catheter system (dcs) were used for implant. Of note, the native valve was a functional bicuspid aortic valve with right coronary cusp (rcc)and left coronary cusp (lcc)fusion, left ventricle hypertrophy and annular calcium. No adverse patient effects were reported.